Event description:
It is reported through the pt's attorney that the right total knee system implanted in 1997 prematurely failed requiring revision in 2004.

Event description:
It is reported through the pt's attorney that the right total knee system implanted in 1997 prematurely failed requiring revision in 2004.